Event description:
The ligasure product was plugged into the generator and would not work. Another device was opened, used, and worked as expected. Per hospital, the manufacturer provided a return goods authorization number and return shipping container for product failure analysis.